Event description:
A falsely elevated troponin I result of 3.21 ng/ml was obtained in a patient sample. The result was reported to the physician. The sample was retested on same instrument and a result of 0.04 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the most likely cause for the falsely elevated troponin I results was inadequate wash.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the most likely cause for the falsely elevated troponin I results was inadequate wash. A dade behring field service representative was dispatched to the account and performed general maintenance on the instrument. The instrument is operating within specifications.